Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned device was evaluated. The device powered on with a blank screen and issued an audible and visual alarm, however the device did not lose power during testing. An improperly seated flex cable and loose tape at the at connectivity board caused the blank display and alarms.

Event description:
The customer reported that the rad-97 unit will power on, but will lose power quickly. There were no patient impact or consequences reported.

Manufacturer narrative:
Additional manufacuring narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported that the rad-97 unit will power on, but will lose power quickly. There were no patient impact or consequences reported.

Manufacturer narrative:
This correction updates the UDI information, 510k number, and model number to ensure alignment with gudid. The 510k number in gudid was updated to k212161 to correspond with masimo's 4-digit model number (9738).

Event description:
The customer reported that the rad-97 unit will power on, but will lose power quickly. There were no patient impact or consequences reported.